Event description:
The hospital reported an ongoing situation that is leaving bruises on the colonic wall. All procedures were completed with the same device. The doctor reported that he noticed his phenomenon at the end of the procedures as he was withdrawing the endoscope from the pts. The doctor also reported no pt has reported any pain associated with the bruising.